Event description:
Discordant, falsely low sodium results were obtained on five patient samples on a dimension vista 1500 instrument. The initial results were reported to the physician(s). The samples were rerun on the same instrument and resulted higher, and the higher results were confirmed on an alternate instrument. The rerun results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not discover an instrument malfunction. The tsc specialist advised the customer to proactively replace standard b and the salt bridge solution and prime the fluids, which the customer did. The customer then calibrated the integrated multisensor technology (imt) system and reran patient samples, all of which resulted as expected. During troubleshooting, the tsc specialist discovered that the customer was centrifuging patient samples outside of the tube manufacturer's specifications. The cause of the discordant, falsely low sodium results is unknown. The cause of the sample tubes being centrifuged outside of the tube manufacturer specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.